Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not reproduced, however the ultrasonic sensor was found to be out of specifications which can cause occlusion detection issues. The ultrasonic sensor was replaced to correct this condition.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an undetected upstream occlusion. There was no patient involvement. No additional information is available.